Event description:
An unknown size aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic implanted aneurysm. Vessel morphology and aneurysm morphology are unknown, it was reported that the patient had been to see the physician for a follow-up appointment. The physician was reviewing the patient's CT the following day with another physician and realized that there was a migration with a type I endoleak. The physician contacted the patient and scheduled an appointment, but due to the distance the patient lives from the hospital the patient could not return for repair of the migrated stent graft immediately. The appointment was scheduled for two weeks later. However, it was reported that the aneurysm ruptured days later and the patient subsequently expired. No additional information was received.